Event description:
The reporter stated upon insertion of a 12.6mm micl 12.6 implantable collamer lens, the lens flipped and went into the patient's eye upside-down. The lens was removed during the same surgery and the backup lens was implanted with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - 81 (other): lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.